Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a hardware low level failure alarm and beep anomaly. The customer¿s blood glucose was 155 and 260 mg/dl. Troubleshooting steps were provided for pump error and beep anomaly. Customer was assisted with self test and test did pass. Customer reported that the insulin pump was alarmed after self test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No audio or vibrate anomaly noted. Hardware low level failures error confirmed in the device history due to cold solder joint on keypad assembly.